Event description:
The customer reported that their device would give an "abnormal energy delivered" message when delivering a defibrillation shock. This was observed during testing by the customer. Upon evaluation of the device by physio-control, it was observed that the device could not deliver defibrillation energy at all.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that an internal cable, designator p22 was not connected to its corresponding connector, designator j22 on the therapy pcb assembly. After reseating the cable into j22, proper device operation was observed through functional and performance testing. The device has been returned to the customer for use.